Event description:
It was reported that the ilet user was announcing incorrect meal sizes during meal entries, and a clinical coach facilitated a transfer for assistance. A factory reset was performed after which the system resumed normal operation and the user was able to initiate automated insulin delivery. No reported symptoms. Outcomes included resolution after troubleshooting with no alerts, alarms, or medical intervention. Investigation included guided troubleshooting and education culminating in a factory reset and successful reinitiation of therapy. Investigation of this case revealed an operational performance issue addressed by software reset, with no persistent device component malfunction identified. It was concluded, based on previously established findings for similar reports, that user interface or transient software state contributed, and a factory reset restored expected function.